Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmission revealed an alert for high ventricular rate due to noise on the right ventricular lead. All electrical parameters were in range. The physician elected to take no action at this time. The patient's condition was stable.